Event description:
Procedure performed: unknown (not a robotic procedure). Event description: "this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation." "Wing tab was broken" "report from the sales rep one of the wing tabs was broken during the procedure. Initial investigation report by [distributor]: the event unit was returned to [distributor] and visually inspected. One of the wing tabs was found to be broken. The broken piece was similar to the missing section of the wing tab. The unit will be returned to amr for further evaluation. Admin# (B)(4). Additional information received from distributor via email on november 26, 2019: the wing tab was no in contact with anything when it broke. The piece fell off suddenly. This procedure was not a robotic procedure. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant's experience of a fractured cannula wing tab. The fragment completed the missing portion on the cannula wing tab. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown (not a robotic procedure). Event description: "this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation." "Wing tab was broken." "Report from the sales rep one of the wing tabs was broken during the procedure. Initial investigation report by [distributor]: the event unit was returned to [distributor] and visually inspected. One of the wing tabs was found to be broken (pic.1). The broken piece was similar to the missing section of the wing tab. The unit will be returned to amr for further evaluation. Admin# (B)(4). Additional information received from distributor via email on november 26, 2019: the wing tab was no in contact with anything when it broke. The piece fell off suddenly. This procedure was not a robotic procedure. Patient status: no patient injury.